Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate test. There was no patient involvement associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received the device. This reported symptom "failed flow rate test¿ was inadvertently missed during evaluation and because the pump is no longer in its received condition the evaluation cannot be performed. No related device malfunction was observed. The device will be tested prior to release to ensure it meets product release requirements. Should additional relevant information become available, a supplemental report will be submitted.